Event description:
The surgeon at the clinic, reported to the operative assistant, that "a revision surgery is scheduled on (B)(6) 2012, to extract the femoral implant."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 9616680-2012-00916.